Event description:
--

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, initial visual inspection confirmed that the device was at eol battery status and noted that the device case was swollen in the area over the high-voltage capacitors. X-ray images showed no discernable anomalies. The device case was opened, and internal visual inspection identified a swollen high-voltage capacitor. Destructive analysis of the capacitor found evidence of arcing damage within an internal layer of the capacitor, likely due to the presence of foreign material within the component at the location of the arcing.

Manufacturer narrative:
Device return for analysis is pending.

Event description:
Boston scientific received information from a boston scientific field representative that this device triggered alerts that indicated remote monitoring had been disabled due to limited battery capacity. Upon device interrogation, the device displayed a fault code indicating it had reached end of life (eol) battery status due to not fully charging for shock therapy delivery within the device's specified time limit. It also was reported that the patient heard a noise from the device that coincided with the out-of-specification charge time. A boston scientific technical services consultant (ts) discussed that the device appeared to either have entered safety core mode or experienced a depletion anomaly that deactivated rf (radio frequency) telemetry. It was reported the patient had not been exposed to any radiation sources, and subsequent device interrogation showed the device was not in safety core mode. The device was explanted and replaced.